Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was attempted implanted in the patient for the endovascular treatment of a 76 mm abdominal aortic aneurysm. It was reported that during the index procedure, after the enlw1616c95ee stent was delivered, it was noted that the delivery sheath of the stent was bent in the body and could not reach the predetermined position. It was said there was no deformation noted on the delivery system prior to insertion into the patient. It is unknown if there was difficulty inserting the delivery system sheath into the patient or if the patient had tortuous anatomy. It was stated that after the stent was deployed at the non-designated position, the delivery system was successfully withdrawn. Another endurant limb was then implanted to reach the predetermined position. It was reported that there was a small amount of endoleak observed by the physician after the additional limb had been implanted. It was reported that the endoleak observed was a type iii endoleak located where the graft was connected to iliac collaterals as per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient is fine.